Manufacturer narrative:
Corrected data: h6. Reference CAPA: 20-00141.

Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).  There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The root cause of the coronary artery occlusion was one of the patient¿s native leaflets being trapped between the valve and the vessel wall, occluding the lca.  This was most likely due to the similar length of the left coronary cusp leaflet and height of the lca ostium. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr procedure the patient¿s own leaflet was caught between the stent of the 26mm sapien 3 valve and the sinotubular junction (stj), resulting in the left coronary artery (lca) becoming occluded. Since the length of the left coronary cusp (lcc) was similar to the height of the lca ostium, the left anterior descending coronary artery (lad) was pre protected. The s3 valve was deployed in the targeted position (80:20 aortic/ventricular). Electrocardiography (ECG) showed an st-elevation at ii/iii/avf and transesophageal echo indicated asynergy. Aortography demonstrated the lcc stood up completely and causing a reduced flow of the lca. A stenting with chimney technique was attempted but in vain as the space between the s3 and vessel wall was too narrow. The physician advanced a guiding catheter through the s3 stent and pushed the native leaflet toward the left main trunk (lmt) in order to secure the blood flow into the lca. ECG was back to normal and the asynergy disappeared as well. Although stenting between the lmt and s3 stent was considered, it was decided against. A 5mm coronary balloon was inserted through the s3 stent and the native leaflet was pushed down to the lmt. Blood flow was confirmed even though the guiding catheter was removed. There were no abnormalities in the hemodynamics and the procedure was completed. After returning to ICU, the patient developed anginal pain. Coronary artery bypass grafting to lita-lda was executed by minimally invasive surgery. The patient is recovering and under walking-rehabilitation.